Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer was soaked with water while wearing the pump before the malfunction occurred. Customer's blood glucose (bg) level was 561 mg/dl. Reportedly, the customer had manual injections to address the bg level and as alternate insulin therapy.